Event description:
An endurant iis stent graft system was implanted during an unknown endovascular treatment. It was reported via the patient to technical services that the index procedure had failed and another procedure was performed. The patient stated that the first stents were ''bent, got obstructed and a blood clot. The next day an additional endurant stent graft ((B)(6)) was implanted. No additional information is available at this time.

Manufacturer narrative:
Continuation of d10: this is a system report other relevant device(s) are: product ID: etlw1620c93e, serial #: (B)(6), ubd: 15-jul-2026, UDI#: (B)(4); product ID: etlw1620c93e, serial #: (B)(6), ubd: 15-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received ; it was reported that one of the etlw1620c93e (right side) stent grafts was occluded from the flow divider of the main body down to the right hypogastric artery. It is unknown which etlw1620c93e was implanted on the right side. The physician said there was significant disease in the distal right cia distal to the etlw1620c93e. There was no evidence of any kinking of the limb. The root cause of the occlusion was due to narrowing of the distal right cia distal to the end of the stent graft and a poor outflow. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.